Manufacturer narrative:
If additional info becomes available, then it will be submitted in a supplemental report.

Event description:
It was reported that, "upon review of an article from journal of arthroplasty, vol 25, (B)(6) 2010, tilted "femoral notch stenosis caused by soft tissue impingement in semi or open-box posterior stabilized total knee arthroplasty" a reference to a pt requiring revision surgery was noted.